Event description:
Patient presented to the operating room for a spine revision surgery of a broken growing magec 2 rod. Patient was not following recommendations to not be involved in contact sports. Rod placed for juvenile onset idiopathic scoliosis. The serial or model numbers are not available as the broken rod that was being removed was placed elsewhere.